Event description:
A customer reported to baxter (B)(4) a 500ml eva bag in which a leak was observed. According to the reportm the bag was filled with an oncology solution. The alleged defect was observed before use. There was no patient involvement. Therefore, there were no reports of patient injury, adverse events, or medical intervention necessary. No addtional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This is a product not distributed in the us and does not have a 510k number.